Event description:
The hospital biomedical engineer reported during eval and testing of the device when it was turned on it had a blank screen and the fan was running but there was no ventilation taking place. The biomedical engineer reported the unit had a visual red led alert lit but there was not audible alarm. The customer reported the device had been in use on a pt and there was no reported harm. As the device was out of warranty, the biomedical engineer contacted MFR's product support who advised eval of the power mgmt and cpu pcb boards. The biomedical engineer reported he requested manufacturer's service (fse) for the device power mgmt board to address his report of no audible alarm and would request the fse evaluate. The unit was turned on it audibly beeped, the fan started, an led was lit and the unit did not proceed through power on self test and into ventilation. The svc tech disconnected the unit from ac power and plugged it back in and then the unit did turn on normally. The svc tech reported the diagnostic log was reviewed and noted that recent entries had dates and times that were zeros. The svc tech advised the customer replace the cpu board per the finding. The hospital biomedical mgr reported they would replace the cpu pcb board to complete the repair.